Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that user experienced an issue when entering patient's age. Response to request for additional information indicated there was no further information available regarding patient health consequences or impact, however no harm was reported with this complaint.